Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 9.6mmol/l. Customer insulin pump fell into the toilet. Customer pump did not respond anymore. Customer was advised that pump will come for analysis and will be replaced by tnt.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, corroded motor home switch was noted our during visual inspection. Unable to perform functional test due to blank display. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.